Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10. No lot # was reported and no specific event site was reported, so therefor no ship history was conducted.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h10,h11. Corrected section: h6- problem code changed to 1408.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
52received incrowd survey 27399-evh pms- july 2023, where they commented "can be somewhat difficult to see" when asked about the 7 mm endoscope with dissection tip provides adequate visualization and utility while performing tunnel dissection for vessel harvesting.